Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure the laser shut off intermittently. There was no patient impact. Additional information has been requested but not received.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the distribution, the base switch, and the supervisor were all replaced as a preventive measure. The core module was later replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 6, 2015. Based on qa assessment, the product met specifications at the time of release. No problem was found with the system which was related to the reported event. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The base switch was received for evaluation. A visual assessment of the returned sample on january 8, 2018 revealed no obvious nonconformity. The base switch was installed into a calibrated system on january 8, 2018 and turned on. The reported event was unable to replicate as no system messages were observed on the system. The system was rebooted multiple times and left on and the laser module was turned on and off multiple times. No problem was found with the returned base switch. There was no problem found, related to the reported event. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).